Event description:
The balloon lost pressure at 12 atm (4 atm below 16 burst rate) in the mid left anterior descending (lad) artery while attempting to deploy a stent. No reported pt complications or intervention occurred and the procedure was completed with another device.